Manufacturer narrative:
Broken screw. Implant had to be removed. The abutment screw has broken due to overloading (high torques applied directly when screwing in). No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken screw. Implant had to be removed.